Event description:
The core impaction drill was sent for evaluation due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the rotor and driveshaft was identified as the probable cause of the overheating.